Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed code corruption from telemetry interruption, which resulted in the reported issue of backup operation and consistent with findings related to firmware upgrade procedure. After downloading product code, electrical testing revealed normal device characteristics, the backup operation did not reoccur during the entire analysis.

Event description:
During a cybersecurity firmware upgrade, the pacemaker changed to backup vvi status. The event occurred while the device was still in the box and no patient was involved. Thought it is normal for the device to go into backup status during this upgrade, there is no information that indicates the device returned to normal function and it will be returned for analysis.